Manufacturer narrative:
Findings: unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No frozen screens were noted. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer stated that they might have to go to the hospital to obtain new syringes. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.